Event description:
It was reported by the customer that the doctor was performing a breast biopsy. The doctor had taken the needed samples and was attempting to place the marker when the doctor noticed the cutter moving forward and damaged the marker. The doctor retracted the cutter, removed the damaged marker, attained a second marker, deployed the clip and then noticed that the control module had a broken dc motor adapter. The case was completed with no patient consequence.